Event description:
The customer reported the ac power module was not charging the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not charging the device. There was no reported pt involvement. The philips rep isolated the issue to the ac power module. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the device would not change.